Event description:
It was reported in 2018 an amplatzer septal occluder was implanted. On (B)(6) 2025 the patient presented with endocarditis. The patient was admitted to the hospital for monitoring. IV antibiotics and low-dose heparin was administered.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of endocarditis was reported. A returned device assessment could not be performed as the device was not returned for analysis. As the device's lot number was not provided, no device history record or lot specific similar complaint review can be performed. Based on the available information, the cause for the reported endocarditis could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported in 2018 an amplatzer septal occluder was implanted. On (B)(6) 2025 the patient presented with endocarditis. The patient was admitted to the hospital for monitoring. IV antibiotics and low-dose heparin was administered.